Manufacturer narrative:
The customer reported event 'autopulse platform (sn (B)(4) stopped compressions on its own' was confirmed per archive data, but it could not be replicated during functional test. The autopulse platform functioned as intended, there was no device malfunction. Unrelated to the customer reported event, during visual inspection, the autopulse platform exhibited cracked front cover and it was replaced to correct the issue. During functional testing, the autopulse platform passed test without any fault or error. Per review of the archive data, the autopulse platform performed a total of 1822 compressions on the reported event date. The autopulse platform stopped compressions multiple times due to occurrances of user advisories ua02 (compression tracking error) and ua17 (max motor on time exceeded during active operation) on multiple sessions. Per the reported event, the patient contact surface temperature sensor was reading below the normal range of 45°c during power-on-self-test/take-up and during compression. The drivetrain and the battery are the two major sources of heat generation when the autopulse platform is performing compressions. The brake and the clutch also produce heat both through dissipation and through mechanical friction caused by stopping the motor rotation. In addition the archive data review, revealed that there was no incident of the autopulse platform shutting off by itself during the event. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Ua02 - compression tracking error occurred on the first compression. This typically occurs if the patient is misaligned on the platform or the lifeband is opened or in the incorrect position during take-up/compression. Ua17 - max motor on time exceeded. The autopulse platform did not reach target depth within the specification. The drive motor was on for more than 265ms during compression due to either low battery voltage or the stiffness hard to compress the patient chest.

Manufacturer narrative:
Zoll has not received the autopulse platform system for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, the bottom portion of autopulse platform (sn (B)(4)) began to heat up after ran about 20-30 minutes, then the bottom portion was noticed very hot to touch and the autopulse platform stopped compressions on its own. The user tried troubleshooting with battery change, however, the autopulse platform still failed to compress. Manual CPR was started. Patient expired. No information was provided if there is any injury caused by very hot bottom portion of autopulse platform. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR.

Event description:
It was reported that during patient care, the bottom cover of the autopulse platform system ((B)(4)) was extremely hot. The autopulse platform stopped compressions on its own. The autopulse platform was used for approximately 20-30 minutes before it started to heat up. Customer replaced the li-ion battery, but the autopulse platform failed to compress the issue persisted. The customer reverted to manual CPR. Patient expire, customer indicated that this was not related to the autopulse platform system. No additional information is available at this time.